Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. The root cause of the high purge pressure cannot be determined as no logs were returned for evaluation and it was not clear if tissue plasminogen activator (tpa) resolved the high purge pressure alarms.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp support and there were purge pressure high alarms. No kinks were found and the purge cassette was replaced with no resolution. Tissue plasminogen activator was implemented in the purge. Staff monitored. The patient was on impella support for 34.61 hours before the patient expired. Medical safety review noted that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.